Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was displaying a service code 204 (belt/monitor unusable) and that electrode belt connector on the monitor was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (code 204 and damaged monitor case) have been confirmed. Upon receipt the electrode belt connector on the monitor was broken from the case. The cause for the code 204 was the broken electrode belt connector. The broken connector prevented the electrode belt from communicating with the monitor and therefore rendered the monitor unable to detect or treat a pt. The root cause for the broken electrode belt connector cannot be positively determined but is likely excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement monitor.